Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453mg/dl and also inquired whether they can re-use insulin pump reservoir with new set, but was advised not to. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 with 290mg/dl. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.